Manufacturer narrative:
Investigation: two samples without lot number information were received for investigation. Leakage test is performed, after the results obtained, it is concluded that there are no defects that could generate problems of product functionality, since there were no leaks during the test. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The defect was not confirmed, therefore there is no root cause.

Event description:
Material no: 309657. Batch no: unknown. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringe was leaking at the luer connection. The following information was provided by the initial reporter: "syringe was leaking at luer lok point."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 309657 batch no: unknown. It was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringe was leaking at the luer connection. The following information was provided by the initial reporter: "syringe was leaking at luer lok point."